Manufacturer narrative:
Date of event: exact date not provided, best estimate is between (B)(6) 2019. Device evaluation: the product was returned to the manufacturing site for evaluation. The sample was evaluated. The lens was cut. The condition observed is consistent with a lens that has been explanted. The reported issue could not be verified. It could not be determined if the issue reported is related to the manufacturing process as the lens was used and cut in a surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that one (1) other complaint has been received for this production order number, however is due not a device problem and is ongoing. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00, 22.0 diopter lens was explanted from the patient¿s left eye due to visual disturbance. The iol was replaced with model zcb00 24.0 diopter. There were no complications such as vitrectomy, sutures or incision enlargement. Reportedly, the patient has recovered. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.